Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead failed to advance the guidewire due to a blood clot noted inside the lead and the lead failed to capture. The lv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were ¿lv lead tip end is clogged, and guide wire is not passing in through¿ and failure to capture. As received, a complete lead without a guidewire was returned in one piece. The reported events of ¿lv lead tip end is clogged, and guide wire is not passing in through¿ was confirmed. Visual inspection noted blood clogged inside the inner coil at the distal region. X-ray inspection found bunched up and over lapping of the inner coil inside the connector region consistent with procedural damage. The cause of the reported events of ¿lv lead tip end is clogged, and guide wire is not passing in through¿ was isolated to blood clogged inside the inner coil lumen and bunching up and over lapping of the inner coil at the connector region consistent with procedural damage. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured within specification.